Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial:(B)(6); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the caller reported that the patient was unable to charge their implant. The caller stated that the first time they tried to charge the implant they had a manufacturer representative (rep) come in and go through how to get it to recharge. However, the caller later mentioned that the rep was unable to confirm successful charging and only told them that the device was working. Agent had caller reset the controller. Caller verified that there was no visible damage to the controller battery compartment, battery pack, or to the recharger. Caller connected the recharging antenna and saw poor recharge quality. Caller repositioned the antenna several times but was not able to get a good connection. Caller blew air into the controller port and cleaned the connections pins reconnected the recharger but won't advance the poor recharge quality screen. Caller confirmed that the batteries screen with the controller at 80% and the implant at 0%, caller added the led light on the touchscreen was blinking but won't show good char ging connection. Caller confirmed also that there's no band-aid, no stitches, and no thick clothing. Then during the call, caller mentioned the controller became unresponsive and the screen went white. Agent had caller do an ac power reset and caller confirmed the controller powered on, reinserted the battery and green light blinking but the controller battery decreased to 70% but the implant still at 0%. Agent reviewed 10% charging increment to caller. Agent had caller attempt to go into passive recharge mode and saw 61-61-61. Agent reviewed passive recharge mode and advised caller to do a slight repositioning to the antenna to get a better connection. During the passive recharge mode the highest number reached was only 68 then went back to poor recharge quality screen. The issue was not resolved. Agent reviewed swelling/healing information to caller and that they can reattempt going into passive recharge mode to attempt to charge the implant but was redirected to their healthcare provider to further address the issue. Caller mentioned they called the doctor's office yesterday but was referred back to mdt. Agent sent an email to the field for visibility. No symptoms were reported.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep called back from number on file stating patient still cannot charge the implant and the rep has not contacted them. Caller connected recharger and reported poor recharge quality. Agent reviewed recharger best practices; caller pressed try again and poor recharge quality again displayed. Caller confirmed no visible damage to recharger. Due to the nature of issues patient has been experiencing, agent sent request to repair for replacement recharger. Agent reviewed with caller that if recharger replacement does not resolve the issue, patient should contact healthcare provider (hcp) to check implant position.